Event description:
It was reported by the facility that there was a cassette leak while administering units of blood. There was patient involvement, but adverse consequences were reported.

Manufacturer narrative:
Unit was not returned to manufacturer as it was disposed of by the facility.